Manufacturer narrative:
Complaint allegation is confirmed. Evaluation of the complaint allegation was performed per the attached pictures, which show that the device has blood in it. The bone marrow harvest needle was not returned with the kit. The most likely cause of this failure is error user. Per arthrex angel® cprp and bone marrow processing system note: if bma and peripheral blood will be processed separately, it is recommended that peripheral blood is processed first.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems (B)(4) that an abs-10062t prp system with aspiration kit wouldn't pull the bone marrow into the separation chamber, but the angel was counting like it was. This occurred during a case where you could hear a slight seeping at the rotor wheel. They tried the same tube in a different angle centrifuge, and it still would not pull the bone marrow. They then transferred the bone marrow into a separate kit, and everything worked fine. There was no effect on the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.